Event description:
The pt received his scs system, including an ipg on (B)(6) 2011. It was reported that the pt feels an overstimulation sensation travel through his stomach whenever he wears his watch. He stated that he feels the sensation only when his watch is on and his arm brushes against his ipg site as he walks. F/u on the pt found that he now wears the watch on the opposite wrist, and he has not felt the overstimulation sensation. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.